Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the stem is fractured at the midway point. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. Damage consistent with contact with explantation tooling is also observed on the body of the stem. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the case of a revision of a previous revision that failed at about 7 years due to fracture of the femoral stem within the cement mantel. I can confirm that this event took place since I was able to see the fractured implant. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of femoral stem fracture are multifactorial including surgical technique, implant factors and patient related factors such as activity and weight." -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection of the returned device indicated that the stem is fractured at the midway point. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. Damage consistent with contact with explantation tooling is also observed on the body of the stem. A review of the provided medical information by a clinical consultant indicated: "this inquiry reports the case of a revision of a previous revision that failed at about 7 years due to fracture of the femoral stem within the cement mantel. I can confirm that this event took place since I was able to see the fractured implant. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of femoral stem fracture are multifactorial including surgical technique, implant factors and patient related factors such as activity and weight." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
44 #0 150mm exeter stem has broken in the cement mantle approx. 7 years post implantation. It was implanted in sept 2014 during a cement in cement revision of an ms30 stem. Revision surgery was completed on the 1st of september to remove the broken implant. This surgery was completed successfully by performing a cement in cement revision and exchanging the liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
44 #0 150mm exeter stem has broken in the cement mantle approx. 7 years post implantation. It was implanted in sept 2014 during a cement in cement revision of an ms30 stem. Revision surgery was completed on the 1st of september to remove the broken implant. This surgery was completed successfully by performing a cement in cement revision and exchanging the liner.